Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with injection vancomycin (1gm/ every 72hrs/ intraperitoneal/ ongoing), injection ceftazidime (1gm/ once a day/ intraperitoneal/ ongoing) for peritonitis. The patient was discharged 10days after hospital admission and recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.